Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked with power injector. On (B)(6) 2024, the nurse was administering contrast to a patient when the indwelling needle burst and fluid spilled out, immediately reapplied the indwelling needle to the patient and reported the adverse event. Although there was no apparent harm to the patient on this occasion, there is a risk that the incident may have caused corresponding physical damage to the patient's blood vessels.

Manufacturer narrative:
1. DHR/bhr review lot#4052033 1-this batch of products were assembled at intima ii auto line 3 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no leakage or abnormality is found at the sample. Please refer to the attachment for the test report. 4. Sku#383019 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample. Since the product is not suitable for high pressure injection, the root cause of the product burst during injecting contrast agent is related to the user end.

Event description:
No additional information received.